Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a hemorrhoid and prolapse procedure, the product could not be fired. Another device was used to complete the procedure. Surgery was prolonged 15 minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Damaged adjusting knob. The analysis results found that the device arrived in the open position and with staples present. The breakaway washer was present and uncut. No functional test could be performed, as the rotating knob was noted to be damaged not allowing the device to close. The device was disassembled to verify the condition of the internal components and the knob-rotating pin was noted to be broken not allowing the device to work as intended. Although no conclusion could be reached as to how the rotating knob became damaged, the damage to the rotating knob may have been due to an excess force applied while trying to close or open the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.